Manufacturer narrative:
Product analysis: there was no damage visible to the distal tip. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 38th distal stent wrap was deformed with raised struts. Numerous wraps along the length of the stent were partially misaligned. Image review: numerous images of the treatment to the patients rca and lcx were provided for review. The images confirm the tortuous calcified nature of the lcx and confirmed the high degree of stenosis of the vessel lesions. No images were provided showing the unsuccessful delivery and removal of a stent from the lcx. The images show the pre-dilatation of the vessel followed by stent deployment and post dilatation of the more distal stent. The proximal vessel was pre-dilated and the angulation on the images further confirmed the tortuous nature of the vessels. A long stent overlapping with the newly deployed distal stent was deployed in the proximal lcx. This stent was also post dilated. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a severely calcified and tortuous mid circumflex (cx) artery lesion exhibiting 90% stenosis. The device was removed from its packaging and inspected with no issues noted. Negative prep was not performed. During the procedure it was reported that resistance was encountered during delivery and excessive force was used. The device did not pass through a previously deployed stent. The physician had difficulty removing the device and it was noted that stent deformation occurred in vivo during positioning. The physician used another stent to treat the lesion. No patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.